Manufacturer narrative:
Explant date: not applicable. Initial reporter telephone: (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a model aab00 intraocular lens (iol) the haptics stuck to the edge of the optic or at the back of the iol. The procedure was completed successfully and there was no patient injury reported.

Manufacturer narrative:
A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.